Event description:
It was reported that a user experienced wide glucose fluctuations while using the ilet due to missed meal announcements and concurrent use of external subcutaneous insulin injections at mealtimes, contrary to device safety protocols. Symptoms included episodes of low and high blood glucose. Outcomes included the need for troubleshooting and education without adverse events or hospitalization. Investigation included a remote assessment, review of user practices, education on proper meal announcements and alert responses, guidance on pausing for intense exercise, and a factory reset with firmware update. Investigation of this case revealed user-related use error leading to both hypoglycemia and hyperglycemia, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management and failure to follow instructions for use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.